Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a b30 error, the curved pipe blade was broken, the curved rubber adhesive was missing, and the operating part angle fixing part was loose, water tightness of the light guide connector was not maintained. There were scratches on the curved rubber, the operation part, the grip, the nigiri cover, the video connector, the light guide cover glass surface, and the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope image blacks out with a communication error. There were no reports of patient harm.

Event description:
Additional information indicates the event was observed during a therapeutic procedure on (B)(6) 2022. The procedure was completed using a similar device with a slight delay due to the exchange of devices.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit or a problem with the board inside the video connector. Olympus will continue to monitor field performance for this device.